Event description:
It was reported that during follow-up, the device was found to be in backup vvi mode due to low battery voltage. The patient received multiple inappropriate shocks. The device was explanted.